Manufacturer narrative:
Additional product code: hwc. Device was not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon had difficulty attaching the blade on the impactor, but managed to connect them during a femoral trochanteric fracture case. The blade was inserted into the bone head with hammer blows and reached the desired depth. The surgeon tried to lock the blade, but the impactor was rotating idly and could not lock the blade. The blade was removed and replaced with a different sized blade. New blade and the impactor were attached without problem. The surgeon succeeded in inserting and locking the new blade, and completed the operation with a ten minute delay in the procedure. There was no reported patient harm. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: investigation of the returned articles reveals that the sleeve of the blade was not correctly orientated during the insertion. Such a miss-orientation can lead to a jamming of the blade in the protection sleeve. The technique guide describes the alignment of the blade. The device history records of both devices were examined and no deviation or non-compliances were identified. Manufacturing and inspection records indicate no problems with the lots in question. Based on these findings we conclude that th cause of failure is not due to any manufacturing non-conformances. Based on the returned unit, we determine that inappropriate alignment of the blade caused the complained malfunction and no product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.